Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analysis was performed and no anomalies were found. The returned device found a set screw with a rounded socket. (B)(4).

Event description:
It was reported that during the implantable pulse generator (ipg) implanting procedure, the setscrew could not be fixed. After un-screwing the setscrew, it came out of the grommet and could not be re-inserted correctly. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.